Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the lead and is suspected to be due to an integrity issue. Further information regarding additional event details, event resolution, and patient status have been requested but have not yet been provided.